Event description:
It was reported that a malfunction alarm occurred while the pump was in the middle of delivering a bolus. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Customer support provided instructions to reset the pump, and the customer was able to successfully reset it without recurrence of the malfunction code. The customer was informed to continue using the pump and to call back if the issue repeats.